Event description:
It was reported there was a lead warning due to low impedance. It was also reported the unipolar impedance was higher than the bipolar impedance. The lead remained programmed as unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.